Event description:
PICC nurse placed the catheter and was having a hard time getting it to drop into the svc. Nurse pulled back the stylet to attempt to get the PICC to drop. Nurse was having a hard time getting the wire to go back through the rubber stopper and grabbed hemostats to pull the wire back through...wire broke where the hemostats were. There were no pieces of the wire in the patient and the nurse finished the case without issues...no harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.